Event description:
A report was received that the patient was experiencing discomfort at the pocket site after a non device related fall. The physician reported that the fall caused the ipg to shift which is causing the discomfort. The patient is expected to undergo a revision procedure in the future, but no further action is planned at this time.